Event description:
It was reported that during the surgical procedure the permanent cautery hook instrument snagged on the endo catch. A small plastic piece from the tip of the instrument was noted missing. The instrument was removed and the planned surgical procedure was completed without further incident. The small plastic piece was not found. No patient harm, adverse outcome or injury was reported.